Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported the patient was seen in office because they couldn't get their device to work. When interrogated, the device said all data was lost, a power on reset (por) had occurred. It was noted this had been caused/contributed to by cardioversion, the patient reported they had a heart procedure a few months prior to shock their heart. The ins was reset and the issue was resolved. No patient symptoms were reported.